Event description:
It was reported that the device was used during a laparoscopic nephrectomy. The device was misfiring. The case was completed with another device. There was no consequence to the patient.

Manufacturer narrative:
Misassembled lifter spring. Evaluation summary: the analysis results confirmed that the instrument was nonfunctional. The instrument was cycled and misfed the clips due to a misassemble lifter spring.